Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery handpiece device did not hold/secure the battery, had a sticky trigger, the moving parts did not move smoothly, failed leak tightness, had illegible etch and fractured trigger. It was further determined that the device failed pretest for falling out protection, roundness of housing, sticky triggers, mechanical free moving, leakage test and marking and labeling. It was noted in the service order that the device did not have contact. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.